Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device triggered elective replacement indicator (eri) and end of life (eol) within one day of each other. The patient implanted with this device was presented with a decreased heart rate. Additionally, it was observed that threshold measurements were increased. Technical services (ts) discussed observations. A device change out procedure was planned. To date, no adverse patient effects were reported with this clinical observation.